Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2026). H11: d2b (dqx; mcw). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery via contralateral approach, the helix with the beveled head was allegedly broken off upon retrieval. It was further reported that the device was removed but with some difficulty. Reportedly, beveled head was removed from the vessel. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: during physical investigation the helix was broken at 43 cm distance from the tip of the catheter. It was not possible to specify the root cause further using the information provided by the user. A physical investigation was performed for the catheter. Hence, it can be confirmed that the helix was broken. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the superficial femoral artery via contralateral approach, the helix with the beveled head was allegedly broken off upon retrieval. It was further reported that the device was removed but with some difficulty. Reportedly, beveled head was removed from the vessel. There was no reported patient injury.